Event description:
The dealer reported the device was stored at a warehouse and the ventilator monitor displayed a message related to a battery malfunction. The dealer reported the device was not in use in at a hospital, and no patient was involved, and the device displayed a message that alerted the dealer that the device was not usable.

Event description:
The international customer reported the ventilator battery was not functional. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if use. Proper care, maintenance and testing should be performed when using battery power sources. Per the device operators manual, to reduce the risk of power failure the user must pay close attention to the battery charge level. A battery was ordered for replacement to address the reported problem.